Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft kink was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous circumflex artery. A 2.25x18mm xience alpine stent delivery system failed to cross the lesion, when it was noted that the shaft became kinked. The device was being removed when further resistance with the anatomy was felt. It was unspecified how the procedure was completed. The patient is doing fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.